Manufacturer narrative:
This report is filed june 29, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was administered with general anesthesia (date not reported) in order to remove the abutment due to the patient's decision to discontinue use of the device. Topical antibiotics were applied to the implant site following the procedure. The implanted device remains.